Event description:
It was reported that the patient experienced an overdose after a refill. The pump was refilled with 19.5ml of drug. After the refill was completed, the patient went to their car to go home and was over sedated. The patient was brought back into the clinic and was given narcan. The patient responded well. The patient was monitored and then went to hospital. The physician aspirated the pump and withdrew 17.5ml of drug. The pump was near end of service (eos) and was replaced. The device system was used to deliver morphine, fentanyl, clonidine, bupivacaine (marcaine), and baclofen (compounded). It was noted that the nurse scrapes the needle at the bottom of the septum. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ catheter. (B)(4).

Event description:
Additional information received that patient experienced dizziness in the bathroom following her drug refill but was now receiving effective therapy. No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).